Manufacturer narrative:
The delivery device is not being returned and the stent remained in the pt; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork review could not be performed.

Event description:
It was reported that during a pci procedure, stent migration and stent damage occurred. The 90% stenosed lesion was located in the non-calcified proximal to mid left anterior descending (lad) coronary artery. A 18mm x 3.0mm non boston scientific stent was deployed in the mid lad following pre-dilation with a non boston scientific 20mm x 2.5mm balloon catheter. The 24 mm x 3.5mm liberte' stent was deployed in the proximal lad following pre-dilation with a non boston scientific 20mm x 2.5mm balloon catheter. Following deployment of the liberte' stent, ivus imaging was performed. Resistance was encountered during withdrawal of the ivus catheter. A second non boston scientific 18mm x 3.0mm stent was deployed and ivus imaging was performed again. The physician noted that the liberte stent had migrated and stent damage was also noted (accordion). The physician elected to leave the migrated liberte' in the pt. The physician stated that, "there is no problem to the pt for it." A third non boston scientific 18mm x 3.0mm stent was deployed in the area of the lad where the liberte' stent was intended to be. The procedure was succesfully completed with a different device. No further pt injuries or complications were reported. Patient status is reported "good."